Event description:
The technologist brought the patient into the MRI exam room on magnetic wheelchair. The magnet captured the wheelchair and trapped the technologist for three and a half hours. The magnet had to be ramped down to free technologist. No one was injured.